Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. The patient reported that when they start the process to give themselves a bolus it connects to the pump then at 90% it may sit there for as long as 2.5 minutes before it does anything. The patient stated that a lot of times it immediately connects and sometimes it takes a little longer to do that. The patient stated that by the time it is through they have a 10 minute lockout but it would be down to 8 min when it was finished. The patient was getting concerned that the wait time was getting longer. The patient stated the handset just went back to the home screen and the communicator shut off. The agent had the patient close all apps and reset the communicator. The patient verified that they were not seeing the multi-flashing light when they tried to reset the communicator. During the call, the patient was able to connect to the controller and retrieve the pump settings. The patient mentioned that they could not connect to the pump if the communicator and handset were below 50% charged. The agent suggested that the patient charge both the handset and communicator to at least 50% before they used them to connect to the pump. The issue was not resolved through troubleshooting. The patient verified the handset was replaced in september 2024. A replacement communicator was requested from the repair department because when requesting a bolus, the patient was losing connection and reporting a delay when requesting a bolus. The agent tried to walk the patient a reset, but the patient did not see multi-color flashing lights; they only saw the blue light flashing, and the patient had tried the reset twice. No patient harm reported.